Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacture's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the image sensor unit may have been broken, leading to the subject event. The probable cause of breakage may be irregular stress to the bending section, leading to the event since multiple damaged sites were observed on the bending section. However, a definitive root cause could not be determined. The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU): instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the flex deflectable videoscope displayed an error code. And had no image. The issue occurred, during preparation for use. The intended therapeutic laparoscopic surgery was completed with a similar device. And without delay. There were no reports of patient harm.